Event description:
It was reported by the patient that the right ventricular (rv) lead "feels scratchy, like it's an uncoated wire at this point." The patient also has pain in his chest and sternum. The patient stated he "feels like the lead is damaged. Feels like abrasion, have occasional twitching. Rapid twitch on the side, feels like up and back around when I move it to the side. It could be damaged, I've been punched and kicked and thru a lot". "Feeling a twitching movement on the implant site for the past two months. And patient also feels that the lead is "already damaged because of wear and tear". The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.